Event description:
Additional information received indicated that the patient received a transfusion for the previously reported gi bleed.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (mi and gi bleed). (B)(4).

Event description:
Additional information received stated that 1 year and 7 months from the index procedure, the patient presented to the hospital with chest pain and st segment changes. The patient was reported to have undergone a coronary angiography which was reported to reveal 80 - 90 % stenosis in the distal segment of the left main coronary artery and, non-obstructive disease of the left circumflex artery, patent lima to lad and occluded left common iliac artery. The patient was treated with medical therapy and an out-patient coronary intervention was planned. The patient had a drug eluting stent deployed to the distal segment of the left main coronary artery.

Event description:
The patient underwent the index procedure with deployment of one endeavor sprint rx des stent to the left main coronary artery. The next day, the patient was discharged. One year and 5 months the patient the patient underwent endoscopy and the patient experienced a gi bleed. It was also reported that a possible mi occurred one year and 4 months from the index procedure.

Event description:
Additional information received reported that a endeavor sprint stent drug eluting stent was implanted in the proximal circumflex artery on the day of the index procedure.